Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient¿s daughter called stating her mother had a left tka on (B)(6) 2016. Patient has been in constant pain since surgery. Can't walk up steps, hard time walking. Can only walk a few feet, then has to stop due to severe pain.